Manufacturer narrative:
Additional information - the device was returned for evaluation. The returned unit has passed all specific functional testing requirements and was functioning properly. A DHR was reviewed with no abnormalities related to the reported failure. The device passed all required inspection points with no associated mrr's variances or rework. Sampling plan reviewed and is acceptable. Device was 100% tested prior to final acceptance. The reported complaint is not confirmed. The definite root cause of the reported condition cannot be reliably determined and repair cannot duplicate complaint. Device identifier # (B)(4). Between 05nov2019 and 30jun2020, approximately 2,200 mdrs submitted electronically by integra lifesciences via trackwise, integra's complaint handling system, were not received by cdrh due to a computer system issue. Within this time period, an error with integra's middleware, which facilitates communications between trackwise and the FDA system, caused the complaint records to close and indicate we had received an acknowledgement 3 from the FDA when we had not. Integra interpreted the acknowledgement as a successful submission; however, subsequent investigation revealed the acknowledgement 3 received was from our middleware and not from the FDA (these acknowledgements have been retained as part of the documentation of the MDR). The malfunction was related to the relocation of the trackwise application to a new data center during the transition of integra's corporate headquarters from plainsboro, nj to princeton, nj. Previously, integra had been successfully receiving acknowledgements 1, 2, and 3 from the FDA, and our records reflect these acknowledgements, including the date and time stamps. CAPA pr 229048 and nc 20-011 have been opened by integra to further investigate the nonconformance and develop a corrective action plan. The middleware error has been corrected, and integra has filed mdrs since the correction and verified that the appropriate acknowledgements have been received from the FDA. Integra is resubmitting all impacted MDR reports for the time period 05nov2019 through 30jun2020. Integra lifesciences contacted (B)(6) , director of regulatory programs, office of product evaluation and quality and (B)(6) , assistant director, MDR team, office of product evaluation and quality on july 8-9, 2020 to report these issues regarding MDR reports.

Event description:
N/a.

Manufacturer narrative:
The device was not yet received by the manufacturer for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A customer reported that the a3059 mayfield composite series skull clamp has threads in the large starburst that won't accept and adjoin component cleanly on (B)(6) 2019. There was no patient injury reported. Additional information received on 25sept2019 and 27sept2019 indicating that they attempted to use the device for a craniotomy procedure with resection of tumor but had to switch it to another unit before the surgery started. The device was in contact with the patient. There was no patient harm reported. They had to re-pin the patient since the surgeon was not happy with the first position of the pins; it was not due to equipment issues. The patient was positioned supine throughout the case. There was a delay of 5 minutes to switch out the equipment.